Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced pain, chronic constipation, vaginal bleeding, splinting for bowel movements, left sided pelvic pain which claimant attributes to constipation, muscle spasm, referred by ob-gyn because device is ¿collapsing on itself¿, palpable device near right pubic ramus, device erosion on posterior vaginal wall, atrophic vaginal mucosa, moderate yellow discharge, low back pain, vaginal spotting, foul smell with use of vaginal estrogen cream, erythema of perineum, external genital irritation, dyspareunia, pelvic organ prolapse, and palpation on left levator ani muscles causing rectal pressure. Patient had an in-office explantation of device, it is unknown if it from another device manufacturer. Patient had a midurethral device revision and stretching of another manufacturer's device, cystoscopy, explantation of vaginal wall device, repair of rectal injury, and posterior colporrhaphy under general anesthesia.